Event description:
It was reported by the customer that the pyxis anesthesia es system drawer failed, preventing user from removing the required medications during a procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer 2.2 did not detect on communication bus due to bad and damaged retractor cable. A field service replaced retractor cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.